Event description:
It was reported that while this device was being used to dilate another manufacturers coronary stent, the balloon of this device burst. There has been no claim of injury related to this event. The device is being returned for analysis.